Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2005 - the pt was implanted with a bard/davol composix kugel patch and a bard/davol composix e/x mesh during a ventral hernia repair procedure. On (B)(6) 2012 the pt underwent surgery to address a recurrent incisional hernia. The pt's surgeon found that the memory recoil ring of the previously placed composix kugel patch had allegedly broken and both the composix kugel patch and composix e/x patch were explanted. The attorney's report alleges the pt suffered form pain, hernia recurrence, disability and explant of the mesh.

Manufacturer narrative:
Currently, it is unk to what extent the device may have caused or contributed to the reported event. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. As reported this device was explanted and there was no allegation of defect with this composix mesh. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See initial and supplemental MDR 1213643-2007-00400 for information related to the composix kugel hernia patch implanted on (B)(6) 2005.